Event description:
It was reported that the patient experienced major complications from a concomitant aortic valve repair leading to a long pump time, significant bleeding, coagulopathy, and eventually an ischemic bowel that required multiple surgical resections. The patient expired and the cause of death was multisystem organ failure. It was also reported that the patient¿s death and complications were not related to the ventricular assist device (vad), and the vad implant and performance were normal.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced major complications from a concomitant aortic valve repair leading to a long pump time, significant bleeding, coagulopathy, and eventually an ischemic bowel that required multiple surgical resections. The patient expired and the cause of death was multisystem organ failure. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding, multi-organ failure and death are known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.